Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer is having issues filling the tube. The following information was provided by the initial reporter. Customer reports several incidents of low fill on tubes 367960. ¿ did blood needed to be recollected? Yes on several occasions. ¿ were any erroneous results reported to healthcare provider? No. ¿ if so - were any patients treated based on the erroneous results? N/a.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer is having issues filling the tube. The following information was provided by the initial reporter. Customer reports several incidents of low fill on tubes 367960 ¿ did blood needed to be recollected? Yes on several occasions ¿ were any erroneous results reported to healthcare provider? No ¿ if so - were any patients treated based on the erroneous results? N/a.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 29-jun-2023 h.6. Investigation summary: bd received 10 samples for investigation and were evaluated by draw testing. All tubes were within specification limits and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.